Manufacturer narrative:
The reporter did not indicate that the device will be returned for evaluation. If the manufacturer receives the device, a supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the device is over heating. There was reportedly no injury and there was no reported patient involvement.